Event description:
It was reported that monarc sling was implanted on (B)(6) 2008 with the intention of treating the pt's "stress urinary incontinence and pelvic prolapse." This report indicated that "as a result of the implantation of the monarc, "the pt suffered bodily injuries, including, but not limited to, extreme pain erosion of her internal bodily tissue, continual bladder and urethra infections, and other injuries." Reportedly in (B)(6) 2010, the pt "began to experience vaginal erosion and sought medical attention for said erosion." The pt required add'l medical treatment and has "sustained permanent injury." Other injuries reported for this pt were "hardening, worsening dyspareunia, and recurrent incontinence" which led to the need for vaginal surgery.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.